Event description:
It was further reported that target lesion 1 was 10mm long. Following predilatation there was "residual stenosis and a type a dissection." A 2.5 x 12 mm taxus stent was then placed. Residual stenosis was 0% following post-dilatation. The pt was admitted 192 days after procedure, after complaining of increasing chest pain, which was initially noted with exertion but later at rest. Cardiac catheterization at that time revealed lmca minimal irregularities, lad 30% proximal stenosis, diag 40% ostial stenosis, distal lad occluded and filled via bridging collaterals, lcx posterolateral branch occluded at origin and filled vial bridging collaterals, ramus occluded at orin and filled via briding collaterals, rca (target vessel) 40% proximal stenosis, prior stents in first and second branches of r-pda both with 90% in-stent restenosis. The in-stent stenosis in the second r-pda was successfully treated with balloon angioplasty followed by cutting balloon angioplasty. The in-stent stenosis of the first r-pda was also treated with balloon angioplasty. There was 0% residual stenosis at each site following the intervention. The pt tolerated the procedure well.

Event description:
Same patient as #6000093-2005-01039. It was reported that 192 days after a coronary drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.50mm, 80% stenosed portion of the right posterior descending artery (r-pda). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. After the procedure, the patient udnerwent a tvr for focal in-stent restenosis. The physician successfully performed balloon angioplasty to the r-pda. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the target vessel was probable.